Event description:
Patient was revised because the insert disengaged from the tibial tray. There didn't appear to be any issues or damage to the locking mechanism of the tibial tray.

Manufacturer narrative:
Update: the device associated with this report was not returned. Product information required in retrieving the device history records for review and/or searching the complaint database was not provided. The initial reporting stated no additional investigational inputs are available. The investigation could not draw any conclusions regarding the reported event based o the lack of the product to examine and insufficient product information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.